Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) new zealand for evaluation, where it was visually inspected and pressure tested. Results: visual inspection revealed no damage was found to the breathing circuit or the dryline. The pressure test also revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the leak alarm as reported by the customer, as no fault was found with the returned device. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in japan reported on behalf of a healthcare facility that a rt380 adult dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint (B)(4) adult evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility that a rt380 adult dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. There was no patient involvement.